Event description:
A hospital in (B)(6) reported that an rt340 breathing circuit failed the servo-I ventilator leak test and they found a pinhole in the dryline. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare for evaluation. The dryline was visually inspected for the reported damage. Results: the visual inspection identified a hole approximately 10cm from the connector on the returned dryline tube. A lot check could not be performed as no lot number was provided. Conclusion: it was identified that the damage to the rt340 dryline could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; (B)(4).